Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 500 mg/dl. Customer had diabetic ketoacidosis. Customer had blood glucose level of 190 mg/dl. Customer was treated with insulin pump. It was unknown whether customer was using auto mode or not. Customer stated that the insulin pump did not alarm with insulin flow block alarm no bolus not delivered. The insulin pump will not be returned for analysis.